Manufacturer narrative:
Unit received and evaluated 4 open/used reservoirs. Performed pre-fill reservoirs test. 1 of 4 transfer guards found occluded, 3 remaining not occluded. Also, inspected plungers and all 4 plungers were easy to connect/disconnect properly from reservoirs.

Event description:
The customer reported via phone call that the bottom of the reservoir compartment came out. Insulin pump is damaged. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the reservoir plunger rod could not be removed. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.